Event description:
During transcatheter aortic valve replacement (tavr) procedure, the perclose failed in left femoral artery. The perclose sutures were found to be broken. Upon second perclose device deployment it was noted the device sheared the artery. Additional perclose devices utilized to repair injury; however, it was determined that the arterial damage was too large for closure device. It required cutdown to achieve hemostasis.